Event description:
It was reported that during an implant attempt, the physician had difficulty placing the right ventricular (rv) lead due to marked tricuspid regurgitation. It took several attempts to successfully place the lead to get good numbers. One day post-op, the lead had sensing changes, high thresholds, and high impedances. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.